Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Device functioned properly. Device received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had been using a lot more batteries than normal. Battery cap was difficult to remove. During troubleshooting, customer mentioned she was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 1400 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.